Event description:
The pump was returned for investigation. Investigation revealed a display failure and a display lens leak. This report is made based on results of investigation completed on (B)(4) 2014.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: during testing, the pump was powered on and the display screen appeared dim and discolored. A leak test was performed and failed due to a display lens leak. Unrelated to the display issues, the keypad cover was observed to be peeling. No evidence of moisture ingress was found within the pump.